Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location prior to patient use. It was further specified that droplets were observed in the overpouch and crystallization was found on the outside of the device, when removed from the overpouch. The device was filled with 3200mg fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from january 7, 2020 - january 8, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed droplets of liquid inside a bag indicating a leak occurred. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.